Event description:
It was reported that high-voltage impedance was low noted. Clinician observed noise issues. Patient was asymptomatic. Physician had considered replacing the system with leadless device. No further information is available at this time.